Event description:
During index procedure, the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the proximal rca and one endeavor sprint rx drug-eluting stent implanted to the distal rca. One week later during a staged procedure, the patient had one endeavor sprint rx drug-eluting stent implanted to the mid circumflex and one endeavor sprint rx drug-eluting stent implanted to the circumflex artery. Two weeks post index procedure during a staged procedure, the patient had one endeavor sprint rx drug-eluting stent implanted to the mid lad, during the procedure a lateral branch occlusion occurred. On the same day the patient suffered a myocardial infarction (mi). The reported mi was related to the target vessel. The investigator indicated that the reported event was unrelated to the study device. (Ref MFR#'s: 9612164-2012-00334, 9612164-2012-00335, 9612164-2012-00336, 9612164-2012-00337 and 9612164-2012-00338).

Manufacturer narrative:
(B)(4). Evaluation results (B)(4) inherent risk of procedure (myocardial infarction/occlusion).